Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for a pacemaker implant procedure on 16 mar 2021. During the procedure, it was noted that the right atrial lead showed only noise and no cardiac signals could be identified when connected to the pacing system analyzer. The lead was replaced and a new lead was implanted. There were no patient consequences.